Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) on the right ventricular (rv) lead channel. The patient was hospitalized as a result. The lead was explanted and replaced to resolve the issue. The device, however, remains in use. No additional adverse patient effects were reported.